Event description:
A cook medical evolution shortie dilator sheath was used to remove a targeted right ventricular (rv) lead when adjacent lead damage occurred on a right atrial (ra) lead, requiring it to be replaced (the ra lead was not originally targeted for removal). Although a (B)(6) glidelight laser sheath was in use during the procedure as well, the physician stated it was the cook shortie which cut the non-targeted ra lead, requiring intervention to replace. (B)(6) is not the manufacturer nor importer of the evolution shortie dilator sheath. The manufacturer of this device is cook medical. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).